Event description:
Boston scientific received information that during a routine follow up visit, this device and competitor right ventricular (rv) lead revealed a rise in shock impedances greater than 125 ohms. The device was reprogrammed and the patient will be monitored closely. An revision procedure maybe performed in the near future. No adverse patient effects were reported. The device and competitor lead remain in service.

Manufacturer narrative:
At this time the device and competitor lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.